Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a concentric and mildly calcified de novo mid right coronary artery with 90% stenosis that did not have any tortuosity. A 3.5 x 15 mm nc tenku balloon catheter was used to dilate the lesion, and it met with slight resistance during advancement. However, the balloon ruptured at 6 atmospheres during the first inflation that was done for 5 seconds. Therefore, the device was replaced with a non-abbott balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.